Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmologist reported that a patient developed tass (toxic anterior segment syndrome) following surgery. Additional information was provided by the surgery scheduler, who reported that the procedure was a cataract extraction with iol implantation. Increased inflammation was observed on the first postoperative day.